Event description:
The event is reported as: complaint description: when the trigger of the stapler was depressed, two staples were released at a time. No patient injury reported.

Manufacturer narrative:
Investigation report incomplete at this time.